Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 310 mg/dl associated with an occlusion alarm while using an ilet system with an inset infusion set placed on the abdomen; the alarm cleared only after the patient changed the infusion set and supplies, after which glucose returned to range. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of insulin flow with findings consistent with a deformation problem, and the affected device component was the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.